Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced tinnitus with and without device use, and general dissatisfaction, and the issue could not be resolved. The device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)